Event description:
The original diagnosis was degenative joint disease. We left original left femoral componant intact, replaced old kinematic ii tibial component witha 6476-3-310 baseplate and a medium kinematic ii tibial modular insert. Reason for removal of kineamatic tibial component was that the poyyethelene insert appeared to be worn on medial side causing failure of the total kneedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.